Manufacturer narrative:
With all the available information, boston scientific concludes the allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The adverse event related to procedure conclusion was selected based on lack of objective evidence of a device defect/malfunction or allegation against the device.

Event description:
It was reported that during the implant procedure involving this pacemaker, the patient passed away during the procedure on the operating table. The pacemaker was implanted but is now buried with the patient. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure involving this pacemaker, the patient passed away during the procedure on the operating table. The pacemaker was implanted but is now buried with the patient. No additional adverse patient effects were reported.